Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation and deformation due to compressive stress was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation of a de novo lesion in the distal left anterior descending (lad) artery with 90% stenosis, heavy calcification and mild tortuosity. Pre-dilatation was performed. The 2.8x19mm graftmaster covered stent had resistance during advancement and failed to cross due to the anatomy. Upon withdrawal of the graftmaster, it was found that the shaft was severely bent and still intact, however, the shaft separated into two pieces when the device was outside of the patient. Pre-dilatation was performed again and another 2.8x19mm graftmaster stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.